Event description:
It was reported that the 9900 system had poor image quality. The images were dark and washed out on a lateral spine case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connectors were tightened during the service call. The system was tested and found to be working as intended and put back into service.